Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 year post-operative, CT showed the presence of a type ia endoleak. A re-intervention was performed to place a balloon expandable stent at the level of the sealing rings successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.